Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 used medical device declaration for shipping received. Dor provided. Since the dor does not match the previously reported dor for the right hip, this dor is being reported for the left hip. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
**Update** (B)(4) 2013 - ppd received. Dob and part/lot information for the right hip have been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges acetabular cup eventually produced metallic debris, and/or loosened from acetabulum, caused pain, produced abnormal blood metal ion, and inhibited patients ability to walk after asr hip implant.

Event description:
**Update** (B)(4) 2013 - patient was revised to address loosening. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013.